Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that about nine days after implant, the right ventricular (rv) lead had no capture and high thresholds. It was also reported that under fluoroscopy the lead appeared to have perforated the apex. The rv lead was pulled back and repositioned and remains in use. No patient complications have been reported as a result of this event.